Manufacturer narrative:
The product was returned, and an evaluation was performed. The root cause of this reported issue on all instruments from (B)(4) is not determined, as initially, 16 of the 34 returned instruments worked upon arrival for evaluation, then hours later all of the 34 instruments worked as intended. Meaning that it was confirmed that 18 instruments were not working initially. The supplier then applied oks 370 oil to all of the instruments, and they all worked even more smoothly. Before all product leaves the supplier¿s facility the instruments are inspected and functionally tested, and all were in perfect working condition. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
Via email: ratchets are failing fresh out of package. 11mar2019 additional information: the patient injury should be reported on the 35 that are being returned. I believe that will be report 830212. I will work on getting more detailed information on the injury and current status of the patient. The data on this is limited. I tried to get the ¿specific instrument set used during the case¿ information from them previously and they weren¿t able to tell me which tray was used on the case. Below is what I know about the injury in question. Case: appendectomy issue: surgeon suggested possible ratchet malfunction lead to the rupture of the patient¿s appendix. Medical intervention needed: the patient went septic after the case. Not sure what intervention that entails. Current status of patient: unknown (no death reported) 11mar2019 additional information from phone conversation: the patient injury occurred on only one of the instruments. The remaining 34 instruments had no patient impact. On 13mar2019 complaint # (B)(4) was opened to address the one instrument out of the 35 total that may have had potential patient injury. 29mar2019 additional information: 1. Please provide details on how the ratchet malfunctioned during the appendectomy? The ratchet malfunctioned during the case causing me to have to regrip too many times. The tenacity of the grasper caused a perforation after the several failed attempts at grasping the appendix. 2. When the ratchet malfunctioned, what actions were taken by the surgeon and/or staff? Regripped the appendix and completed the case. 3. Was there patient injury from the ratcheting malfunction and if so, please provide details? Yes. The ratchet malfunction indirectly caused the injury. 4. If patient injury, please provide any medical interventions provided to patient? Admitted and released, readmitted for abscess, percutaneous drain placed. 5. What is the current status of the patient? Patient was released 3/29/2019. We received 34 of the 35 instruments. Where is the other one? I don¿t know can you confirm that there was no patient involvement on complaint # (B)(4) which was opened for 35 instruments that are experiencing ratchet malfunctions? No other patient injuries have been brought to my attention. Did you mark the instruments so we can differentiate which one was potentially involved in patient injury? The customer has no way to track the use of equipment to a patient so there is no way to determine that information. Do you want me to change the quantity from 35 to 34 total (1 for complaint # (B)(4) and 33 from (B)(4))? You certainly can if that¿s all you have. No further information available.

Manufacturer narrative:
Pr # (B)(4) on 06mar2019 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated, a follow up will be sent. Lot codes: 10 - a19xbm january 2019, 3 - j18xbm oct2018, 20 - unknown.

Event description:
Via email: ratchets are failing fresh out of package. On 11mar2019 additional information: the patient injury should be reported on the 35 that are being returned. I believe that will be report (B)(4). I will work on getting more detailed information on the injury and current status of the patient. The data on this is limited. I tried to get the ¿specific instrument set used during the case¿ information from them previously and they weren¿t able to tell me which tray was used on the case. Below is what I know about the injury in question. Case: appendectomy. Issue: surgeon suggested possible ratchet malfunction lead to the rupture of the patient¿s appendix. Medical intervention needed: the patient went septic after the case. Not sure what intervention that entails. Current status of patient: unknown (no death reported) . On 11mar2019 additional information from phone conversation: the patient injury occurred on only one of the instruments. The remaining 34 instruments had no patient impact. On 13mar2019 complaint # (B)(4) was opened to address the one instrument out of the 35 total that may have had potential patient injury. 29mar2019 additional information: please provide details on how the ratchet malfunctioned during the appendectomy? The ratchet malfunctioned during the case causing me to have to regrip too many times. The tenacity of the grasper caused a perforation after the several failed attempts at grasping the appendix. When the ratchet malfunctioned, what actions were taken by the surgeon and/or staff? Regripped the appendix and completed the case. Was there patient injury from the ratcheting malfunction and if so, please provide details? Yes. The ratchet malfunction indirectly caused the injury. If patient injury, please provide any medical interventions provided to patient? Admitted and released, readmitted for abscess, percutaneous drain placed. What is the current status of the patient? Patient was released (B)(6) 2019. We received 34 of the 35 instruments. Where is the other one? I don¿t know. Can you confirm that there was no patient involvement on complaint # (B)(4) which was opened for 35 instruments that are experiencing ratchet malfunctions? No other patient injuries have been brought to my attention. Did you mark the instruments so we can differentiate which one was potentially involved in patient injury? The customer has no way to track the use of equipment to a patient so there is no way to determine that information. Do you want me to change the quantity from 35 to 34 total (1 for complaint # (B)(4) and 33 from (B)(4))? You certainly can if that¿s all you have. No further information available.